Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and right ventricular (rv) lead were explanted due to a pocket hematoma and a subsequent infection. The patient was treated with antibiotics and a leadless ipg system was implanted. No further patient complications have been reported sa a result of this event.